Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The patient reported they had contacted their doctor who managed their device on (B)(6) 2026 about the issue of their internal battery being low. When asked if this issue was caused by normal battery depletion, the patient reported their device was only a year old. The patient reported a 10 year battery shouldn't be low in less than a year. Steps taken to resolve the issue were that the patient turned it off. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel dysfunction/sacral nerve stim. It was reported that  they turned their stimulator on last night and saw a message that their internal battery was low. Patient stated they restarted the device and saw the same message again today. The caller stated that they were expecting to last 10 years , and the device was implanted 2025-01-31   the agent reviewed battery longevity is based off the patient's settings., the patient was redirected to their healthcare provider to further address the issue.